Manufacturer narrative:
(B)(4). The results of this investigation concluded all three leaflets were fibrotically thickened. All three leaflets contained calcifications with marked limited cusp mobility and significant incomplete coaptation. A tear was observed in leaflets 2 and 3, and fibrous pannus ingrowth was observed on the inflow and outflow surfaces of leaflet 1. No inflammation was observed. No evidence was found to suggest the cause of the fibrous thickening, calcifications, tears, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6)2014, a 21 mm trifecta valve was implanted. On (B)(6) 2016, the valve was explanted and replaced with a 19 mm on-x valve due to aortic insufficiency and pannus overgrowth. The patient is reported to be recovering.